Manufacturer narrative:
A review of the manufacturing documentation for the burr hole cover revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a procedure to repair the skin due to dehiscence and explant of the burr hole cover. It was reported that the patient scratched her head so much that she caused the right side burr hole cover to become exposed. The patient is doing well post operatively.